Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: frequent low battery warnings and replace battery alarms were observed in alarm history. During investigation, the pump electrical current draws were tested and were found to be within specifications. There was no duplicate of a battery life issue during the investigation. Unrelated to the original complaint, the display screen was noted to be dim/discolored.